Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 08-mar-2016 from to a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2011, essure (fallopian tube occlusion insert) was placed. The consumer reported the placement was difficult and she experienced pain. Right after the insertion, she experienced tiredness. In (B)(6) 2013, 24 months after insertion, the consumer experienced arthralgia and muscle spasms. In (B)(6) 2015, 48 months after insertion, the consumer experienced increase or heavy blood loss during menstruation, hair problems. Control position of essure was performed and showed device migration. The consumer is considering the device removal. Company causality comment:this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and control position of essure showed device migration. She was considering removal of the device. This event is listed in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion, migration, or occur as a result of uterine perforation. In the present case, control position of essure showed device migration. Given the nature of this event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to serious injury reported and since device removal will be required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Follow-up received on 09-sep-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-sep-2016 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed 727 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and control position of essure showed device migration. She was considering removal of the device. This event is listed in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion, migration, or occur as a result of uterine perforation. In the present case, control position of essure showed device migration. Given the nature of this event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to serious injury reported and since device removal will be required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.